Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered bubbles in the ratio pump and proceeded to rebuild the ratio pump to resolve the issue. Failure mode of the event is attributed to the ratio pump.

Event description:
The customer reported obtaining intermittent erroneously high na (sodium), k (potassium), cl (chloride), and co2 (carbon dioxide) results on patients and qc (quality control) from the synchron cx3 delta. The customer provided results for one (1) patient sample which were obtained on (B)(6) 2013. When the issue was noticed, the customer repeated the sample on an alternate instrument in the customer's laboratory. The customer stated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The provided qc results show fliers for na, cl, and calcium.